Event description:
Ace +7 laparoscopic shears would not calibrate (x 2 devices with same lot). Cord replaced, generator replaced with same result. Third "like" device with different lot # worked without issue. FDA safety report ID# (B)(4).